Event description:
It was reported by a user that the center video display image was lost during the end of a colonoscopy case. There were no negative consequences for the patient. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.

Manufacturer narrative:
The investigation determined that the issue was caused by fluid invasion of the endoscope.